Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 172 mg/dl at the time of the call. The customer stated that they had just got out of the pool and was about to put the insulin pump back on but noticed a frozen screen. The customer received a button error after changing the battery on the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was tested with a test keypad and no frozen display was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked battery tube threads.